Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited some undersensing of low amplitude measurements during an episode. Some oversensing of myopotentials causing pacing inhibition of greater than two seconds was also noted. No changes were made and the system remains in service. No adverse patient effects were reported.